Event description:
It was reported that on the first device, the indeflator worked fine; however, when connecting to a second device, a stent system, the threading on the stopcock would not allow for a tight connection, so the stopcock was removed and stent deployment was completed. During use with a third device, another stent system, a stopcock was used again, but again could not connect, so the stopcock was removed and the indeflator connected directly to the stent; however, when negative was pulled, bubbles were noted. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. The reported loose or intermittent connection was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. One nonconforming material record/exception was generated for the finished good lot to investigate the reported issue in accordance with internal operating procedures. A review of the complaint history revealed 11 other similar incidents. The investigation determined the reported difficulties appear to be a potential product quality issue. On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch # 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. Field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copliot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. The product will continue to be trended. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connecte.d properly. H6: investigation findings code 213 - removed. H6: investigation conclusions code 67 - removed. H10: additional narrative - updated.

Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. The reported loose or intermittent connection was unable to be confirmed. A review of the lot history record identified no manufacturing and distribution nonconformities issued to the reported lot. A nonconforming material record/exception was generated for the finished good lot related in response to the current indeflator leak complaints. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.